Event description:
It was reported that the end of the bd plastipak¿ concentric luer lock syringe plunger was broken. This occurred with 4 syringes. The following information was provided by the initial reporter: "end of plunger is broken. This is the 4th syringe like this that one individual has used in the last week"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05sep2022. H6: investigation summary one sample was provided to our quality team for investigation. Upon visual inspection, the thumb press was observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 2007103. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. A project has been initiated to reduce any damage on our products. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the end of the bd plastipak¿ concentric luer lock syringe plunger was broken. This occurred with 4 syringes. The following information was provided by the initial reporter: "end of plunger is broken. This is the 4th syringe like this that one individual has used in the last week."